Manufacturer narrative:
On (B)(4)-2011 a bec field service engineer (fse) noted the eic and ion-selective electrode (ise) drain were overflowing indicating an issue with the ise vacuum. Fse enabled the modular chemistry side and homed. The ise drain had been full and it drained. Fse primed 20x with no overflows. Fse checked eic, vacuum drain lines and ise damper for blockages and found none. Primed 250 ml of 25% warm bleach thru the vacuum drain line. Calibrated and ran precisions to test. (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) to report that the electrolyte injection cup (eic) overflowed on the unicel dxc 800p synchron chemistry analyzer. Per customer, no patient results have been affected by this event. No injury or exposure was reported.